Event description:
It was reported that 5 days post implant, the patient received a shock for a rhythm that the implantable cardioverter defibrillator (ICD) determined to be ventricular tachycardia; however, the physician thought that the rhythm was atrial fibrillation. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.